Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that tygacil cadd did not empty completely, with about half of the drug remaining. PICC line was positional and had sluggish blood return. Tpa used for white and pink lumens. Only pink lumen was positive for br at end of visit. Midlevel made aware. Pump was serviced. No patient injury was reported.

Manufacturer narrative:
Other text: additional information was received indicating patient details. Updated a2, a3, a4, a5, a6, corrected data: d4: model # should be null.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.